Event description:
It was reported that insulin pump has been exposed to moisture damage. Customer stated that the insulin pump did not alarm. Customer's blood glucose reading was 116 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.